Event description:
It was reported that the insulin gauge was inaccurate and static across multiple cartridges. Continued to use the same cartridge. Customer¿s blood glucose level ranged from 126-145 mg/dl. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence across multiple cartridges. Customer added more insulin to the existing cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.